Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the pb980 battery was received for failure investigation with no notable visible conditions. The battery was installed into a failure investigation test ventilator; code (B)(4) (ventilator primary battery adc voltage out of range) was generated in the diagnostic logs. The battery leds remained off and the battery would not charge. The battery inoperative (!) Symbol showed on the status display. The failure was isolated to a hardware short circuit protection fault within the battery, but a cause was not identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the battery in a 980 ventilator was not charging. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.